Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are having "trouble with it since it was put in" and implantable pulse generator (ipg) is "shocking" them. The implantable pulse generator (ipg) was reprogrammed but the patient has since felt a "strong shock" and that the patients "chest is sore". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.